Event description:
It was reported that bd nexiva 24 ga x 3/4 in single port tubing was defective/ damaged it was a report about broken extension tube. The placement was done on 4/8, there was no problem at 4/16 16:00, but when looked at it at 22:00, it was found that the drug solution was leaking out from the middle of the extension tube.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
Our quality engineer inspected the photo and sample submitted for evaluation. The reported issue of tubing defective/ damaged was confirmed upon inspection of the sample. Analysis of the sample showed a tear between the tube and luer. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements. The nexiva manufacturing process was reviewed. There is no change in process that could cause the damage seen in the returned sample. The root cause could not be determined.